Event description:
The following has been reported: biomed reported : has a sticky note said alarming "pump problem". No patient harm. Unit is on. A preliminary review identified the following issue: sensor hardware failure (downstream air sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a sensor hardware failure (downstream air sensor). Upon device return, a mock infusion was performed as well as dsps calibration and verification. The device passed. Log files indicated sensor hardware failure (set ID sensor) on several occasions. Fva flag board will be removed and replaced during repair process. No other damage found.